Event description:
It was reported that implant was removed due to peri implantitis and possible allergic reaction. Patient called complaining of symptoms associated with implant site. Patient rejected implant and the gums were inflamed. Site was grafted for future implant . Noted inflammation.

Manufacturer narrative:
Zimvie complaint number (B)(4). A4: patient weight unknown / not provided. E1: last name unknown / not provided. H6: additional h6- patient codes: 1932: inflammation.